Manufacturer narrative:
Product complaint (B)(4). Section b5: additional information received on 12-jul-2023 and 13-jul-2023 was reviewed. Summary of the information provided: per the crf, the left eye central retinal artery occlusion was expected and anticipated. The event was not related to the cerebase. There was no intervention to treat the event. The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Arterial occlusion is a known complication associated with the use of the embotrap iii device and is mentioned in the instructions for use (IFU) as such. The event of ¿left eye central retinal arterial occlusion¿ was assessed by the pi as having a possible relationship to the embotrap iii device and a probable relationship to the primary surgical procedure. There are no alleged quality issues regarding the embotrap iii device, as the device performed as intended, however, the involvement of the embotrap iii device in the event of ¿left eye central retinal arterial occlusion¿ cannot be ruled out. Therefore, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury¿. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information was received on 15-sep-2023. Summary: regarding the event of ¿small petechial hemorrhage¿, the patient¿s status in relation to this event was changed from ¿not recovered/ not resolved¿ to ¿recovered/resolved¿ with an end date of (B)(6) 2023. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the excellent study (B)(6), an 81-year-old female (subject: (B)(6) with a history of diabetes and hypertension presented with an unwitnessed stroke. The last time the patient was seen well was on (B)(6) 2023 at 17:00. The patient was presented to the treating hospital on (B)(6) 2023 at 15:01. Intravenous tissue plasminogen activator (tpa) was not administered at the time of the stroke presentation. The suspected origin of the embolism was ¿large artery disease (cervical atherosclerosis). The patient¿s baseline nihss score was 16 and an mrs score of 1. The patient underwent an endovascular mechanical thrombectomy on (B)(6) 2023 using an embotrap iii (et307645 / 22g106av) device for occlusion at the m1 segment middle cerebral artery (mca) and of the left internal carotid artery (ica). The pre-pass mtici score was 0. The 1st pass resulted in a mtici score of 2c with clot retrieval in the aspiration. The second pass was made using the same embotrap iii device, the pre-pass mtici score was 2a. The second pass resulted in a mtici score of 2c with clot retrieval in the aspiration. During the procedure, a guidewire was used but the brand was not specified. In addition, a 0.021 trevo microcatheter and a 0.070 sofia intermediate catheter were used. A cerebase guide sheath was used as well (pc unk/lot# unk). There were no reported intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 9. The patient was discharged to another hospital on (B)(6) 2023. The nihss and mrs assessments were not done prior to discharge. On (B)(6) 2023, the patient experienced a ¿hemorrhagic transformation: small petechia hemorrhage,¿ which became known at the site on (B)(6) 2023. The principal investigator (pi) assessed this event as mild in severity, but with the possibility of serious deterioration to health, unrelated to the embotrap iii study device and probable relationship to the primary surgical procedure. This event was treated with a medical intervention, medication (unknown). At the time of this review, the patient¿s status in relation to this event is listed as ¿recovering/resolving.¿ on (B)(6) 2023, the patient experienced ¿left eye central retinal arterial occlusion,¿ which became known to the site on the same day of the event. The principal investigator (pi) assessed this as a serious event, moderate in severity, with the possibility of serious deterioration of health and permanent impairment, with a possible relationship to the embotrap iii study device and a probable relationship to the primary surgical procedure. The patient was not treated for this event. At the time of this review, the patient¿s status in relation to this event is listed as ¿not recovered/ not resolved.¿

Manufacturer narrative:
Product complaint#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section a1. Patient identifier: (B)(6). Section e1: initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and / or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.